Manufacturer narrative:
The insulin pump was received with a bolus wizard. All buttons were functioning properly with no damage on the keypad assembly. The insulin pump was received with minor scratches on the display window. The insulin pump was also received with a cracked case at the display window corner. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a bolus wizard from the insulin pump. The customer's blood glucose level was 174 mg/dl. The customer stated that she was having trouble entering in her blood glucose readings into the pump. The customer stated that the reading will not go past a certain number. Customer was dealing with the issue all day. Customer does not feel safe with the pump.